Manufacturer narrative:
(B) (6).(B) (4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, guide wire coating became detached inside the patient. Vascular access was obtained through the right femoral artery with a 6fr non-bsc introducer sheath. The physician was treating a 90% stenosed, 20mm long, eccentric shaped, de-novo lesion located in the mildly tortuous and moderately calcified, 2.5mm in diameter, obtuse marginal (om) artery. This 182cm pt graphix guide wire was advanced down to the lesion and pre-dilation was performed with a 1.5x12mm and a 2.25x20mm apex balloon catheter. The decision was made to stent the lesion, so another manufacturers' guide wire was also advanced to the lesion. The pt graphix guide wire was left inside the patient as a buddy wire. A 2.5x28mm promus stent was advanced over the non-bsc guide wire and implanted in the lesion. The stent was post-dilated with a quantum maverick balloon catheter. After stent implantation, an attempt to withdraw the pt graphix guide wire was made, however, the wire became caught behind the stent and 3 to 5mm of the coating detached from the wire and was left behind the stent. The wire tip was still intact after removal. There was no attempt made to retrieve the detached coating. There was no impact to the implanted stent as a result of this. The procedure was completed with the implantation of another promus stent in the left circumflex artery. Angiography results were good. There were no further patient complications. The patient is listed as "doing great".

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. An examination of the device found that 5mm of polymer coating is missing 5mm from the distal tip exposing the core wire. A visual examination also found two kinks located 49cm and 59cm from the proximal end. The guide wire outer diameter was measured and found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, guide wire coating became detached inside the patient. Vascular access was obtained through the right femoral artery with a 6fr non-bsc introducer sheath. The physician was treating a 90% stenosed, 20mm long, eccentric shaped, de-novo lesion located in the mildly tortuous and moderately calcified, 2.5mm in diameter, obtuse marginal (om) artery. This 182cm pt graphix guide wire was advanced down to the lesion and pre-dilation was performed with a 1.5x12mm and a 2.25x20mm apex balloon catheter. The decision was made to stent the lesion, so another manufacturers' guide wire was also advanced to the lesion. The pt graphix guide wire was left inside the patient as a buddy wire. A 2.5x28mm promus stent was advanced over the non-bsc guide wire and implanted in the lesion. The stent was post-dilated with a quantum maverick balloon catheter. After stent implantation, an attempt to withdraw the pt graphix guide wire was made, however, the wire became caught behind the stent and 3 to 5mm of the coating detached from the wire and was left behind the stent. The wire tip was still intact after removal. There was no attempt made to retrieve the detached coating. There was no impact to the implanted stent as a result of this. The procedure was completed with the implantation of another promus stent in the left circumflex artery. Angiography results were good. There were no further patient complications. The patient is listed as "doing great".